Event description:
It was reported that the patient felt as though the scs (spinal cord stimulation) device was cutting off. This started in the morning one day prior to the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 377860, lot# v011051, implanted: (B)(6) 2007, product type: lead. Product ID: 377860, lot# v016549, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).